Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was duplicated and the pace/defib engine board was replaced to remedy the report. The pace/defib engine board was returned to zoll medical corporation; the customer's report was duplicated and attributed to a charging capacitor on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical australia for evaluation. The customer's report was duplicated and the pace/defib engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during biomed testing, the device failed manufacturing/6 month testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.